Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database on the station had temporarily bloated. A technical support specialist completed the data purge and monitored the database bloat and found no more issues with the bloat, and no more errors. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stuck with an error.the customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.